Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had dyskinesia in their leg and stated that they had some tremoring. After syncing with the patient¿s programmer, the stimulation was shown to be on. The patient confirmed their stimulation was on and stated that the battery level of their ins showed ok. They said they adjusted their stimulation since the return of symptoms started but stated that it wasn¿t really helping. The patient clarified that ¿once in a while¿ it was better. The patient then stated that they had a fall about 3 weeks ago and inquired if the wires could tighten and loosen from the fall. The patient also expressed their recharger screen was telling them to charge it and not recognizing the charge even with the desktop charger plugged into it. The patient said if they slightly moved the dtc cord it looked like the recharger would charge, but stated it wasn¿t staying charging. The patient said the recharger screen was blank and thought there was no damage to the dtc or connector pin. The patient was worried because the recharger wasn¿t charging. The patient would be receiving a replacement recharger in the mail. They later called back however and said that their connector pin was loose and wanted a replacement for one of those as well. There were no further complications reported.